Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser treatment patient was given the incorrect treatment on the left eye resulting in a flap lifted and laser retreatment. The date of discovery was the same day of treatment ((B)(6) 2016). A brief description from the account indicated the axis should have been treated at 177, but was written and treated as 077. The patient had commented on having blur vision. Through follow up, the surgery center indicated the blur vision was resolved when the laser retreatment was performed. Pre-op: bcva od: 20/20 1.25 x -1.00 x 17, pre-op: bcva os: 20/20 1.50x -1.25 x 172, post-op: bcva 20/20 for ou.